Event description:
"When user repaired this sv300 which failure is "02 concentration is unstable", user changed 02 cell and cable and gas module air. Then the failure was improved. After exhange of these parts, user check moving the sv300. While check, the sv300 displayed "technical error r&t", so user changed a pc1605, ic 28 is burned. Of course burned pc 1605 is brand new board."